Manufacturer narrative:
(B)(4). Device is a combination product device. Evaluated by manufacturer - the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 95% stenosed lesion being treated was located in the severely tortuous, calcified mid right coronary artery (rca). The physician attempted to place the 2.50x28mm taxus liberte stent, but was unable to cross the lesion and the distal edge of the stent became flared. The procedure was completed with another 2.50x28mm taxus liberte stent. No patient complications were reported and the patient's status is good.